Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under the therapy electrodes. The patient was given a prescription ointment from her physician. The outcome of the irritation is not known.